Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)/the essure on the left side went through tube into muscle'), uterine perforation ('migration/perforation: utreus/malposition of essure device/the essure on the left side went through tube into muscle'), genital haemorrhage ('general abnormal bleeding') and loss of consciousness ('black outs') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included scoliosis, kyphoscoliosis and night sweats. Concurrent conditions included body mass index normal and uterine retroversion. Concomitant products included ascorbic acid;betacarotene;colecalciferol;cupric oxide;cyanocobalamin;folic acid;magnesium oxide;nicotinamide;omega-3 fatty acids;polysaccharide-iron complex;potassium iodide;pyridoxine hydrochloride;riboflavin;thiamine mononitrate;tocopheryl acetate;zinc oxide (vitafol one) from (B)(6) 2013 and ascorbic acid; cyanocobalamin; docusate sodium; ferrous gluconate; folic acid; iron pentacarbonyl (ferralet) from (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), loss of consciousness (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia ((inability to have sexual intercourse)"), pelvic pain ("pelvic pain/sharp pain/left side pain/ blackouts and sharp pains"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia"), metrorrhagia ("metrorrhagia"), allergy to metals ("nickel allergy"), dermatitis allergic ("allergy: rash/skin condition"), psychological trauma ("psych injury"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine/migraines / headaches"), headache ("headaches") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (she had surgery to remove the essure on (B)(6) 2015/ tubal reversal and she had surgery to remove the essure on (B)(6) 2015/tubal reversal). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, psychological trauma, alopecia, migraine, headache, nausea and weight increased outcome was unknown and the genital haemorrhage, loss of consciousness, dysmenorrhoea, dyspareunia, female sexual dysfunction, pelvic pain, abdominal pain, menorrhagia, metrorrhagia, allergy to metals, dermatitis allergic and fatigue had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, dermatitis allergic, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, loss of consciousness, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, psychological trauma, uterine perforation and weight increased to be related to essure. The reporter commented: she had received treatment for following events" dysmenorrhea, dyspareunia, apareunia, pelvic pain, abdominal pain, general abnormal bleeding, menorrhagia, metrorraghia, nickel allergy, rash/skin condition, psych injury, migration/uterine perforation, fallopian tube perforation, black outs and sharp pain". Current weight 169lbs. Discrepancy noted: essure insertion date (B)(6) 2013 as per mr and previously reported (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.5 kg/sqm. Ultrasound scan - on (B)(6) 2015: retroflexed uterus, presence of essure requesting reversal potential risks were discussed, including the reversal form and the surgery consent form.. Concerning the injuries reported in this case, the following ones were described in patient's medical records: pelvic pain, menorrhagia, nickel allergy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-oct-2019: fu 3 & 4 processed together. Pfs & mr received- new event did not undergo confirmation test was added. The outcome of event fatigue was updated from unknown to recovered. Concomitant drugs,medical history and lab data were added. Patient's height and weight were added. Reporter's information was added. On 21-oct-2019: mr received- medical history were added. Reporter's information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)/the essure on the left side went through tube into muscle') and uterine perforation ('migration/perforation: utreus/malposition of essure device/the essure on the left side went through tube into muscle') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included scoliosis, kyphoscoliosis and night sweats. Previously administered products included for contraception: micronor from 2008 to 2009. Concurrent conditions included body mass index normal and uterine retroversion. Concomitant products included ascorbic acid; betacarotene; colecalciferol; cupric oxide; cyanocobalamin; folic acid; magnesium oxide; nicotinamide; omega-3 fatty acids; polysaccharide-iron complex; potassium iodide; pyridoxine hydrochloride; riboflavin; thiamine mononitrate; tocopheryl acetate; zinc oxide (vitafol one) from on (B)(6) 2013 and ferrous gluconate (ferralet) from on (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 15 days after insertion of essure. On (B)(6)2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and was found to have weight increased ("weight gain"). In 2014, the patient experienced loss of consciousness ("black outs/ other injury (ies) or complication(s) please describe: blackouts"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), pelvic pain ("pelvic pain/sharp pain/left side pain/ blackouts and sharp pains"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia"), allergy to metals ("nickel allergy"), dermatitis allergic ("allergy: rash/skin condition"), psychological trauma ("psych injury"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine/migraines / headaches"), headache ("headaches"), nausea ("nausea") and complication of device removal ("were you advised of any complications from your essure removal procedure? Yes the content of the communications the left essure coil went through plaintiffs fallopian tube into her muscle"). The patient was treated with surgery (she had surgery to remove the essure on (B)(6) 2015 / tubal reversal and she had surgery to remove the essure on (B)(6) 2015 /tubal reversal). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, psychological trauma, alopecia, migraine, headache, nausea, weight increased, vaginal haemorrhage and complication of device removal outcome was unknown and the genital haemorrhage, loss of consciousness, dysmenorrhoea, dyspareunia, female sexual dysfunction, pelvic pain, abdominal pain, menorrhagia, metrorrhagia, allergy to metals, dermatitis allergic and fatigue had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, complication of device removal, dermatitis allergic, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, loss of consciousness, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, psychological trauma, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had received treatment for following events" dysmenorrhea, dyspareunia, apareunia, pelvic pain, abdominal pain, general abnormal bleeding, menorrhagia, metrorraghia, nickel allergy, rash/skin condition, psych injury, migration/uterine perforation, fallopian tube perforation, black outs and sharp pain". Current weight 169lbs. Discrepancy noted: essure insertion date on (B)(6) 2013 as per mr and previously reported on (B)(6) 2013. On (B)(6) 2015, she performed tubal reversal surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.5 kg/sqm. Ultrasound scan: on (B)(6) 2015: retroflexed uterus, presence of essure requesting reversal potential risks were discussed, including the reversal form and the surgery consent form. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jan-2020: plaintiff fact sheet was received. Event added from pfs- abnormal bleeding (vaginal), complication of device removal. Events onset date were added. Follow up 6 and 7 was processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)'), uterine perforation ('migration/perforation: uterus'), genital haemorrhage ('general abnormal bleeding') and loss of consciousness ('black outs') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), loss of consciousness (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), pelvic pain ("pelvic pain/sharp pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia"), metrorrhagia ("metrorrhagia"), allergy to metals ("nickel allergy"), dermatitis allergic ("allergy: rash/skin condition"), psychological trauma ("psych injury"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine"), headache ("headaches") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (she had surgery to remove the essure on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, psychological trauma, fatigue, alopecia, migraine, headache, nausea and weight increased outcome was unknown and the genital haemorrhage, loss of consciousness, dysmenorrhoea, dyspareunia, female sexual dysfunction, pelvic pain, abdominal pain, menorrhagia, metrorrhagia, allergy to metals and dermatitis allergic had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, dermatitis allergic, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, loss of consciousness, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, psychological trauma, uterine perforation and weight increased to be related to essure. The reporter commented: she had received treatment for following events" dysmenorrhea, dyspareunia, apareunia, pelvic pain, abdominal pain, general abnormal bleeding, menorrhagia, metrorrhagia, nickel allergy, rash/skin condition, psych injury, migration/uterine perforation, fallopian tube perforation, black outs and sharp pain". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2019: plaintiff fact sheet received. The case is upgraded from other event to incident. Previously reported ¿injury¿ was updated to more specified event¿ fallopian tube perforation, uterine perforation, pelvic pain, abdominal pain, dysmenorrhea, dyspareunia, apareunia, general abnormal bleeding, menorrhagia, metrorrhagia , nickel allergy, allergy: rash /skin condition, psych injury, fatigue, alopecia, migraine, headache, nausea, weight increased, loss of consciousness and pain¿. Reporter¿s information, demographics, essure indication (amended) and essure insertion/removal date was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.